Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display, and the battery cap was cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1884l.

Manufacturer narrative:
Unit received with battery cap missing metal contact cause customer complaint blank display. No blank display during testing which test battery cap. Pump passed the self test, active current measurement, sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. Pump was cut open to perform visual inspection and found no moisture damage on the pcba1/pcab2 and battery tube during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, cracked keypad overlay, cracked battery tube threads, stained keypad overlay, cracked case corner of belt clip rails, label damage. Unit received with battery cap missing metal contact cause customer complaint blank display confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.